Manufacturer narrative:
On 6-mar-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The catheter was inside of the patient when there was a leakage current error on the carto. Signal loss on the carto occurred in the intracardiac (ic) and body surface (bs) channels, but the anesthesia monitor was still functioning. The medical team was still able to monitor the patient's heart rhythm. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and electrical test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device 31419847l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the electrical and catheter broken issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The catheter was inside of the patient when there was a leakage current error on the carto. Signal loss on the carto occurred in the intracardiac (ic) and body surface (bs) channels, but the anesthesia monitor was still functioning. The medical team was still able to monitor the patient's heart rhythm. The medical team disconnected all cables in front of the piu (patient interface unit), then clicking on ¿reconnect¿ on the carto, and the error reappeared when they connected the thermocool® smart touch® sf bi-directional navigation catheter. The team then tried with two other cables (one new), but the error persisted. The problem was resolved when they changed the ablation catheter. At the end of the procedure, they noticed a hole near the catheter handle from which blood was coming out. No braid or wires were exposed. There was also no difficulty in inserting or removing the catheter. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).